Manufacturer narrative:
Exemption number e2017014. (B)(4). The system was inspected by siemens local service and it was determined that the incident was caused by a loose collimator screw. The screw was tightened and the issue was resolved.

Event description:
It was reported that a collimator fell down when the trolley of the mobilett mira system was moved by an operator. There are no injuries attributed to this event. The reported event occurred in (B)(6).